Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient reported to clinic, low, out of range pacing lead impedance was observed. The patient will continue to be monitored.

Manufacturer narrative:
Clavicle crush damage was noted at 26.5-27.5cm from the connector pin. The etfe coatings were damaged at this location and the inner coil exposed, consistent with the field observations of low lead impedance, noise, and oversensing.

Event description:
New information received notes that the patient was kicked in the chest by a horse, which was reported to have induced vf. The device successfully delivered hv therapy. Intermittent noise and a decrease in r-wave sensing amplitude were observed via segms post-shock. The lead was explanted and replaced. Patient condition was good.